Manufacturer narrative:
Hoya device was not returned back from the customer. (B)(4).

Event description:
It was reported that a patient developed endophthalmitis after the lens was implanted and the lens remains implanted. Additional information was requested but has not been received.

Manufacturer narrative:
As a part of our continuous monitoring and improvement efforts, this follow-up #1 emdr is being submitted to FDA as a reportable adverse event that occurred in the USA. The product was not returned. Therefore, the product investigation consisted of a review of the production and inspection records. The results of the investigation are listed below. As the product was not returned from the customer, visual inspection could not be performed. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. From our investigation, we believe this issue is not product related.

Event description:
It was reported that a patient developed endophthalmitis after the lens was implanted and the lens remains implanted. Additional information has been requested but has not been received.